Event description:
A non-healthcare professional reported that the patient had experienced diffuse lamellar keratitis and central toxic keratopathy, with specific symptoms including blurry vision and light sensitivity in the right eye after lasik surgery. The patient is currently undergoing treatment with oral medications and durezol, but the symptoms have not resolved. There are multiple related reports for this event. This report addresses the patient (B)(6), right eye and other manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The reported treatment could not be identified in the logfile. The logfile shows that all performed treatments on the event date were performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).